Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low sigmoid resection, while on firing and removing the device during the low sigmoid/rectum anastomosis, the anastomosis did not produce two fully complete donuts. There was a serocal tear due to the device anvil not tilting after firing and opening the device. In addition, there was a gap in the staple line noticed during leak test. The surgeon used suture to repair the serosal tear and close the gap in the anastomosis.